Manufacturer narrative:
Eval: DHR review. Attempts to retrieve device and additional information have been unsuccessful. Without receipt of the device or additional information, this explant cannot be investigated and a root cause cannot be determined. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of an aortic bioprosthetic valve that was explanted after an implant duration of 10 years for unknown reasons. Follow ups for device and additional event information have been unsuccessful.